Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of tip broken off from the gold probe. Both the hand piece and probe was received; the hand piece was tested and found to be working appropriately, and there was no evidence of physical damage. Both the hand piece and the probe will be forwarded to the original equipment manufacturer (OEM) for further investigation. The cause of the user report was likely due to user error. The t3775 instructions for use states: "do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and/or the probe or cause them to detach." If additional info is received at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that tip of the gold probe broke off while the users were attempting the removal of a laparoscopic band. The tip of the probe broke and fell into the pt's abdomen. The broken part was removed from the pt with the use of a grasper (model unk) and no adverse impact to the pts or users was reported.